Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Reportedly, when more force was applied to the wake button the wake button performed as intended. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.